Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier would not close all the way. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The clip applier instrument was analyzed and found to fail the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain the clip through engagement but could not release the clip as commanded. Additionally, the instrument was found to have a bent grip, and the tip does not align with the other grip. The complaint was confirmed based on failure analysis.